Event description:
It was reported that before using an unspecified number of the bd vacutainer® eclipse¿ blood collection needle, black spots were observed on the needles. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 27-mar-2025. Investigation summary: bd received one photo and one shelf pack of samples for investigation. The customer's photo displays a device with dark foreign matter on the IV cannula. A total of 30 returned samples were visually inspected, and all passed testing with no foreign matter found on the IV cannula or safety shield. Additionally, 30 retained samples were also visually inspected, and all passed testing with no foreign matter on the IV cannula or the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter, unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using an unspecified number of the bd vacutainer® eclipse¿ blood collection needle, black spots were observed on the needles. No adverse impact was reported regarding the patient or user.